Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer leaked approximately 30 ml of clear fluid, which was not contained within the instrument. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and the customer did not seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results or treatment. The field service engineer (fse) found pinhole leak at sheath restrictor near pinch valve (pv46) and replaced sheath restrictor tubing to repair the leak. The repairs were verified per established procedures. The leaked fluid may have contained diluent or cleaning agent (clenz).

Manufacturer narrative:
(B)(4).